Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that upon inserting and removing the device through the cannula, the ring split causing carbon dioxide leakage. The case was completed using a new 511sd. There was no consequence to the pt.